Event description:
Our daughter was sleeping with her alarm when it short circuited and injured her. She was not able to remove the alarm on time and the device caused severe burns on her skin. Even for me, it was hard to remove the device as it was very tightly connected on her shirt. In the process of removing the alarm, I burnt my fingertips. There is something in this alarm that caused it to overheat and hurt my daughter. This is not a used alarm, but a brand new one which I obtained from the website of the manufacturer. My daughter was taken to the emergency room (ER) for treatment and discharged after treatment. FDA safety report ID# (B)(4).